Event description:
It was reported patient had revision surgery approximately 10 years post implantation due to the metal on metal of the right total hip arthroplasty. Significant osteolysis of the superior aspect of the acetabulum and a significant amount of metallosis was observed during the revision surgery. The trunnion was found to be free of damage. The stem and shell were retained, and the head was replaced. No further complications have been reported.

Manufacturer narrative:
(B)(4). Concomitant medical products: 103205 - taperloc stem - 815450. Multiple MDR reports were filed for this event, please see associates reports: 0001825034-2023-00105 and 0001825034-2023-00108. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Remaining item #'s - review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: osteolysis in the acetabular side of hip and fluid collection within the pelvis and posterior aspect of the hip. Negative for loosening. Significant brown turbid appearing fluid within hip capsule. Proximal osteolysis around femoral components. Trunnion appeared to be free of damage. Acetabulum was well fixed to patient bone. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.